Manufacturer narrative:
Complaint confirmed, even though the device was not returned, a picture was provided which was used to confirm the allegation. The handle broke in two but both halves appear to remain connected to the metallic shaft. Without the device, further evidence could not be collected and the cause of the event remains undetermined. A likely however is user-applied mechanical forces.

Event description:
It was reported that during a eclipse total shoulder arthroplasty, the handle of the ar-9202-13 broke. No patient harm and the case was completed by using a new ar-9202-13.